Manufacturer narrative:
At this time, a revision surgery has not been scheduled. Should additional info be obtained, this report will be updated. Additional implant: catalog # 04-211-036101, lot number 61434963, description: tm patella, exp date: 03/31/2005.

Event description:
It was reported that the pt has chronic pain. At this time, the revision surgery has not been scheduled.